Event description:
It was reported that the pt developed cardiac tamponade during the ablation procedure. Medical intervention performed was drainage of the cardiac tamponade. Status of the pt was reported to be stable.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."